Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: hirose, k., nakanishi, y., ogasawara, r. A., imasato, n., inoue, m., sekiya, k., ... & masuda, h. (2025). Risk factors for rectal wall infiltration in hydrogel spacer placement: influence of biopsy approach. International journal of urology. Doi: 10.1111/iju.15620. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2339 is being used to capture the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware of an event involving a spaceoar through the article: risk factors for rectal wall infiltration in hydrogel spacer placement: influence of biopsy approach, by hirose, k, et al. The article examines the risk factors for rectal wall infiltration (rwi) related to hydrogel spacer placement in prostate cancer patients undergoing radiotherapy, specifically comparing the effects of transperineal biopsy (tpb) and transrectal biopsy (trb). In a retrospective study involving 175 patients at the national cancer center east hospital, rwi was found in 44 patients (25.1% of cases), with a significantly higher incidence in the trb group (14 patients, 23.3%) compared to the tpb group (5 patients, 4.3%). The study suggests that trb may disrupt the anatomical structures between the prostate and rectum, increasing the risk of complications during spacer placement. Among the patients with rwi, one patient in the trb group had grade 3 rwi, presenting with severe symptoms including rectal ulceration, significant rectal bleeding, and pain, which delayed the start of radiotherapy. This patient ultimately required temporary colostomy due to the refractory nature of the rectal ulcer and persistent bleeding.

Event description:
Boston scientific became aware of an event involving a spaceoar through the article: risk factors for rectal wall infiltration in hydrogel spacer placement: influence of biopsy approach, by hirose, k, et al. The article examines the risk factors for rectal wall infiltration (rwi) related to hydrogel spacer placement in prostate cancer patients undergoing radiotherapy, specifically comparing the effects of transperineal biopsy (tpb) and transrectal biopsy (trb). In a retrospective study involving 175 patients at the national cancer center east hospital, rwi was found in 44 patients (25.1% of cases), with a significantly higher incidence in the trb group (14 patients, 23.3%) compared to the tpb group (5 patients, 4.3%). The study suggests that trb may disrupt the anatomical structures between the prostate and rectum, increasing the risk of complications during spacer placement. Among the patients with rwi, one patient in the trb group had grade 3 rwi, presenting with severe symptoms including rectal ulceration, significant rectal bleeding, and pain, which delayed the start of radiotherapy. This patient ultimately required temporary colostomy due to the refractory nature of the rectal ulcer and persistent bleeding.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: hirose, k., nakanishi, y., ogasawara, r. A., imasato, n., inoue, m., sekiya, k., ... & masuda, h. (2025). Risk factors for rectal wall infiltration in hydrogel spacer placement: influence of biopsy approach. International journal of urology. Doi: 10.1111/iju.15620. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2339 is being used to capture the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient codes) was corrected.